Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 146 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was about to give herself insulin and the numbers just started ramping up on the screen. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarms or unexpected number ramping noted during testing. The device was received with cracked case on the lcd display window corners, crack on the lcd display window, and minor scratches on lcd display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.